Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced but failed to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter crossed the lesion but upon initial inflation at 6 atmospheres, the balloon ruptured. The 2.0mm x 220mm x 150cm coyote es balloon catheter was advanced again but still failed to cross the lesion. A 2.0mm x 20mm x 143cm coyote es balloon catheter crossed the lesion but the balloon ruptured upon first inflation. The 2.0mm x 220mm x 150cm coyote es balloon catheter was reintroduced a third time and crossed the lesion but the balloon ruptured upon initial inflation at 10 atmospheres. There was insufficient dilatation so a 3.0mm x 40mm x 146cm coyote es balloon catheter was advanced but during the second inflation, the balloon also ruptured. The procedure was successfully completed with a non-boston scientific balloon catheter. No patient complications were reported.